Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall power adapter. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. New charging supplies were sent to the customer.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall power adapter. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer.